Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 250-256 mg/dl. Reportedly, the customer changed pump supplies to address occlusion. In addition, it was reported that the fill estimate was inaccurate and static. Customer continued using the same cartridge.